Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a crack in the insertion section. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded connector pin and material on free lock lever and switch. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the corroded connector pin, crack near the insertion section is cause traced to component failure and for material on free lock lever and switch is cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.